Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number UDI is unknown as the serial number was not provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump overinfused during infusion. The expected and actual infusion times were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: the patient was receiving heparin at a rate of 19.2ml/hr for an expected volume to be infused of 12.48ml. The pump indicated 13ml was delivered. Additional information d10, h6, h10, h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.